Manufacturer narrative:
The equipment was tested at the site. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was unable to find a patient exam while querying electronic picture archiving and communication systems (pacs) in the ear, nose, throat (ent) application. However, they could find the same patient exam in the cranial application. It was also stated that the site was able to see other patient exams in both the digital intercommunication of medicine (dicom) query retrieve (q/r) application and the cranial application. It was noted that the site does not load via cd or usb, so an attempt to load via these methods was not performed by a medtronic representative (rep) while troubleshooting. The rep was only testing pulling from pacs. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: a software analysis was completed but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it appeared that the issue was caused by the end user and how they were searching. A medtronic representative stated that she had not received any communication from the site indicating that they experienced any further issues.